Manufacturer narrative:
Analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30669518l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 73-year-old male patient underwent an ischemic vt ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was detected during ablation phase in ischemic vt. Smarttouch catheter was used in left ventricle. Pericardiocentesis was performed and the patient remained stable. The surgery was delayed 30 minutes due to the reported event. The procedure was successfully completed. There were patient consequences of pericardiocentesis. The adverse event occurred on (B)(6) 2022, during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition. The patient outcome of the adverse event is fully recovered with no residual effects. A smartablate system was used. A thermocool® smarttouch® sf catheter was used. Dashboard and vector force visualization features were used. The visitag module was used, the parameters for stability used were 3 mm, 3 seconds. Additional filter used with the visitag was 25% 3 grams. Time color option was used prospectively. A transseptal puncture was performed using a non-bwi product. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 2 ml/min standby and 15 ml/min > 30 watts. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Product is not available for returned as it was discarded.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 09-aug-2022, it was noted that the physician's email address was inadvertently omitted from the initial 3500a report mwr-21072022-0001224499. Therefore, e1. Initial reporter email has been updated.